Event description:
It was reported that there was high out of range impedance measurements ranging between 2500 to 3000 ohms for the pacemaker and right ventricular (rv) lead with the signal artifact monitoring disabled. Boston scientific technical services (ts) was consulted and reviewed the stored information. Noise was noted which appeared consistent minute ventilation sensor oversensing. Ts discussed possible causes and suggested evaluating the rv lead. Ts discussed programming options. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was received that the patient was brought into the office and no rv lead related issues were identified. The rv lead was reprogrammed to unipolar pace with bipolar sense as suggested by ts. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
B5 describe event or problem initial text was corrected.

Event description:
It was reported that there was high out of range impedance measurements ranging between 2500 to 3000 ohms for the pacemaker and right ventricular (rv) lead with the signal artifact monitoring disabled. Boston scientific technical services (ts) was consulted and reviewed the stored information. Noise was noted which appeared consistent minute ventilation sensor oversensing. Ts discussed possible causes and suggested evaluating the rv lead. Ts discussed programming options. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population. Additional information was received that the patient was brought into the office and no rv lead related issues were identified. The rv lead was reprogrammed to unipolar pace with bipolar sense as suggested by ts. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
B5 describe event or problem initial text was corrected. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was high out of range impedance measurements ranging between 2500 to 3000 ohms for the pacemaker and right ventricular (rv) lead with the signal artifact monitoring disabled. Boston scientific technical services (ts) was consulted and reviewed the stored information. Noise was noted which appeared consistent minute ventilation sensor oversensing. Ts noted it appeared to be related to slight movement of the lead in the header of the device. Ts suggested evaluating the rv lead and discussed programming options. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.